Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that, event code "16" was displayed to the user at 16:34pm, on (B)(6) 2020, together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 5." Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds from 16:34:54 pm on 24 november 2020, which is not sufficient time to replace the reagent, and the station properties were reset at 16:35pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=79.1%, cycle=41, cassettes= 6030 and days=39. - the reagent in bottle 5 (ethanol) was subsequently used for the final dehydration step of both the, "routine overnight processing run" protocol comprising 286 cassettes, which started in retort a at 17:38pm, on (B)(6) 2020, and completed at 06:00am on (B)(6) 2020, and the "routine overnight processing run" protocol comprising 238 cassettes, which started in retort a at 17:29pm, on (B)(6) 2020, and completed at 06:00am, on (B)(6) 2020. Although the user affirmed in the instrument software that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 16:35pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 79.1% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group, or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group, or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 with an ethanol concentration of 79.1%, was used for the final dehydration step of both the "routine overnight processing run" protocol started in retort a at 17:38pm, on (B)(6) 2020, and the "routine overnight processing run" protocol started in retort a at 17:29pm, on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps, and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although not reported by the complainant, the quality of tissue processing from the "short processing run" protocol comprising nine (9) cassettes, which started in retort b at 10:17am, on (B)(6) 2020, and completed at 12:31pm, on (B)(6) 2020, would also have been adversely impacted by the use of reagents (xylene and wax) contaminated because of the use error involving bottle 5 (ethanol) at 16:35pm on (B)(6) 2020. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 16:35pm on 24 november 2020. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported processing issues involving peloris rapid tissue processor serial number: (B)(4). On 30 november 2020, the assigned leica field service engineer (fse) visited the customer site and documented the following information provided by the complainant, "customer mentioned that biopsies from retort a overnight routine run performed on (B)(6) 2020 were soft and gritty. Customer replaced bottle 3, bottle 14 and wax 1 reagents as they were due, and attempted reprocessing, but had the same result. On 27/11/2020, customer performed a reagent dump, and performed a dummy run of 20x blocks, which was successful. They performed an additional run following this, which was also successful. Some cases from affected run have been confirmed diagnosable. Customer is still working through the remaining affected cases." On 07 december 2020, the assigned leica field service engineer received information that all cases involved in this event were diagnosable.